Manufacturer narrative:
This system was used for treatment. A review of kit lot d362 was performed. There were no nonconformances. This lot met release requirements. The uvadex lot number was not provided as it ws not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break, alarm #18: system pressure or alarm #46: accelerometer system alarm. However corrective and preventive actions have already been initiated to investigate drive tube leak/breaks. The assessment is based on information available at the time of the investigation. The kit, smartcard data and photos were submitted for analysis. Review of the smart card data indicated that the prime was completed successfully and the blood collection was started. Several collect pressure warnings, a system alarm and an accelerometer alarms were seen during the treatment. The accelerometer alarm occurred after processing of 347ml of blood and the treatment was aborted. The returned centrifuge bowl and the drive tube were examined. Dried blood was seen on the drive tube, around the upper bearing and bearing stop. Signs of a drive tube slight twisting and wearing was also observed. A pressure test was performed on the returned bowl & drive tube. A leak in the drive tube was confirmed, and no leaks were found in the seal between the 2 major components of the bowl. However, the root cause for the twisting and wearing of the drive tube could not be determined. (B)(4)

Event description:
Customer called to report 2 system pressure alarms, accelerometer alarm, and blood leak towards the end of purging air. Customer said one of the bearings "looked like it came loose." Customer said the moment she heard the break she reached up for the stop button, and received an accelerometer alarm at the same time. Customer said the blood spilled was minimal, and that it was mainly near the top of the centrifuge chamber. Customer said she was able to clean up the spill. Customer said she did not observe any damage to the fluid detector strip, drive tube assembly, centrifuge bowl holder, the upper bearing retainer clip, or the lower bearing retainer clip. Cse suggested customer notify their internal biomedical engineer. Customer verbalized understanding. Patient reported to be in stable condition. Customer is returning the centrifuge bowl & drive tube of the kit for investigation.